Event description:
It was reported that the patient had an infection at the pocket and the entire system was explanted. It was not known when the patient first presented symptoms but redness was found during a follow-up visit. The patient wanted to be re-implanted because she was getting benefit. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that perioperative antibiotics were administered. The onset of the device pocket infection was (B)(6) 2013 and the device was explanted on (B)(6) 2013. The patient experienced incisional wound opening, redness, pocket erosion, drainage, and pain. The patient was also given oral antibiotics. The infection reportedly resolved. It was noted that the patient was obese.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0224q, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).